Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a hypodermic needle. The customer reports the needle detached from the hub and remained in the patients arm. The doctor had difficulty removing the needle, and had to move the patients skin around until they were able to see the needle and pull it out.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.